Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: first notification date corrected from 16feb2024 to 26feb2024.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07427. It was reported that the patient underwent a drg trial on (B)(6) 2024 due to ineffective stimulation they were experiencing with both scs systems. The investigation did not determine which 3183 lead attributed to the issue. Further intervention may be pending.